Event description:
It was reported that during a cardiac ablation procedure, during setup of balloon catheter, the scrub nurse was unable to pass the mapping catheter through the lumen of the balloon catheter, and the mapping catheter became deformed during the process. The scrub nurse attempted to torque the achieve introducer and tried a new y-adaptor, but was still unable to advance the mapping catheter. The physician then disconnected the y-adaptor and attempted to advance the mapping catheter directly into the catheter lumen, encountering significant resistance but managing to pass it a small distance. Upon reconnecting the y-adaptor, the mapping catheter appeared to get stuck again. Both the balloon and mapping catheter were replaced, which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter of lot number 9185318 and the data files were returned and analyzed. One patient file was received. The date the received patient file registered on was 01-01-2002. The patient file showed 7 applications were performed using a catheter identified as afapro28 balloon catheter of lot number 22503. The patient file did not show any system notice on the reported date of the event. The reported "catheter lumen blocked" was not recorded to the data files and could not be confirmed through data analysis. Visual inspection of the loop segment area was carried out and showed the loop was pinched near the electrode(s) 1 and 3. The user may experience insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrode(s) showed the electrode(s) was intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Vi sual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the return product inspection due to the tip/loop of the mapping catheter being pinched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, during setup of balloon catheter, the scrub nurse was unable to pass the mapping catheter through the lumen of the balloon catheter, and the mapping catheter became deformed during the process. The scrub nurse attempted to torque the achieve introducer and tried a new y-adaptor, but was still unable to advance the mapping catheter. The physician then disconnected the y-adaptor and attempted to advance the mapping catheter directly into the catheter lumen, encountering significant resistance but managing to pass it a small distance. Upon reconnecting the y-adaptor, the mapping catheter appeared to get stuck again. Both the balloon and mapping catheter were replaced, which resolved the issue. No patient complications have been reported as a result of this event.